Manufacturer narrative:
The reported issue is currently under investigation. Parts are on order. The monoblock control circuit board, along with the monoblock generator circuit board and the power control cable will be replaced which should correct the issue. A follow up report will be filed if additional details become available.

Event description:
It was reported that the system 8800 intermittently will not initialize and have communications failures. There was no adverse patient involvement reported. There was no patient information reported.